Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the stapler with reload was unable to fire. The surgeon was able to press the green button but unable to squeeze the handle. The jaws were closed on tissue and no possible firing with two reloads. To complete the procedure, reload was changed. There was no tissue damage or loss. There was no patient injury.